Manufacturer narrative:
Correction: section b1. The type of report should have checked with "product problem".

Manufacturer narrative:
The reported event was dislodgment. A complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient was an inpatient at the hospital at the time of the event. Upon interrogation, the right atrial (ra) lead was dislodged. A chest diagnostic image confirmed the lead dislodgement. The ra lead was explanted and replaced on (B)(6) 2026. The patient had no adverse consequences.